Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that on the night prior to the report, the implantable neurostimulator (ins)site was swollen and was painful. This occurred suddenly. It was mentioned the current lead was sewn in so that it would not fall out, but it must not be working because the patient had major swelling and extreme pain at the lead insertion site. Further, the healthcare provider (hcp) reported the patient started to have increased swelling and pain for the past week or two, but it was worse in the past two days. The swelling was from the mid back where the leads were, about one foot from her mid right shoulder laterally to her left about 18 inches, up to the right shoulder area, and now spreading to the left side of the back. No discoloration was seen and palpation did not create or worsen pain. Some "flowing" could be seen. Relevant medical history included chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.